Manufacturer narrative:
All information provided by manufacturer, voluntary medwatch form and maude report (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. The patient was in the shower at the time of the shock. Review of the session records noted intermittent and varying noise. Upon extraction, insulation abrasion was observed near the lead pin.

Manufacturer narrative:
All information provided by manufacturer, voluntary medwatch form and maude report mw5040427 and mw5040162.

Manufacturer narrative:
External insulation abrasion was noted at 8.4-8.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy delivery.